Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports: transmitter not communicating. Unit was able to charge, communicated and sync properly during rf association. No communication anomalies were noted. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. In conclusion the customer complaint of no communication is not confirmed.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.